Event description:
On (B)(6) 2013, daughter reported the patient experiences hypoglycemia after the cartridge is changed, and she believes the insulin delivery of the infusion device is too high. Her blood glucose was 233 mg/dl at 7:00 pm on (B)(6) 2013 after eating dinner, and insulin was delivered via the infusion device as treatment. Her blood glucose decreased to 58 mg/dl at 9:30 pm, and she was able to drink and eat without assistance. Her blood glucose was 71 mg/dl at 11:00 pm and she removed the infusion device for the night, and her blood glucose was 497 mg/dl on the morning of the report. Her target range is 100-160 mg/dl, and she felt tired and weak due to hyperglycemia. Hypoglycemia has also correlated with having teeth removed. She switched to her backup infusion device using the same accessories, and follow-up was completed on (B)(6) 2013. Her blood glucose returned to normal while using the backup infusion device. The primary infusion device, adapter, cartridge, and infusion set were replaced and requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the pump was not returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. As the infusion set, cartridge, and adapter were not returned for investigation and the lot numbers are unknown, no investigation could be performed. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.